Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor, the outer insulation had a breached cut, and there was apparent explant damage.

Event description:
It was reported that during an implant attempt, the right ventricular lead was "unstable" and there were positioning/fixing difficulties. It was decided to cap and replace the lead. No patient complications have been reported as a result of this event.